Event description:
It was reported that in 2009, the pulse generator was at elective replacement indicator (eri), and there was no output on the electrogram. In the next day, the lead measurements were normal but the device battery was at 2.07 v. The pulse generator was replaced.

Manufacturer narrative:
Final analysis found that the pulse generator went into elective replacement indicator due to false low battery voltage caused by a calibration anomaly. Despite extensive testing, the reported condition could not be reproduced. The product code was intact.